Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in the system intermittently failing to allow fluoroscopic exposures and exhibit intermittent functionality. No patient serious injury or death was reported related to this event.